Event description:
Information was received regarding a cadd ms3 pump being used for a remodulin infusion. It was reported that the remodulin was leaking and the pump may have been off for at least four hours. Patient's mother notes that the patient has been very ill and in the bathroom all day. Reported symptoms include diarrhea, flushed appearance, dilated pupils, and general malaise. There was a back up device that was utilized, and patient was able to continue their life-sustaining infusion. The patient's mother paged the md on call who instructed the patient to decrease dosage to 25.3ng/kg/min and to try to tolerate the side effects. The reported issue outcome was resolved.